Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The product was requested for return to the manufacturer for laboratory investigation but was not received yet.

Event description:
Postoxy gas (pao2) shortly after commissioning at 100% fio2 ca 117 mmhg at about 4.5 lpm blood flow and 4 lpm gas flow. Oxy capacity was observed overnight. On the following day, a system change was considered and carried out with virtually unchanged oxy power. The oxygenator performance of the new system was without faults. No harm to the patient was reported. (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The product was requested for return to the manufacturer for laboratory investigation. The product was investigated in the laboratory of the manufacturer. An hls module advanced 5.0 has been returned. The product was contaminated and very bloody from the outside. Hls module was cleaned 2 times with sodium hypochlorite. Visual inspection was performed. No further abnormalities could be detected. Thus the failure could not be confirmed. Thus the most probable cause of the reported event remains unclear at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).